Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of weakness. Possible oversensing was noted on stored episodes sent on a remote monitoring transmission. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.